Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported damaged fiber and popping sound as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Analysis identified there was a distorted light exiting the connector face, indicating a connector fracture. The aiming beam was dim and round. The functional testing was performed. The following message was displayed: treatment used:2, treatment left: 8. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is likely the interaction between the connector fracture and the console led to the popping sound that was described by the customer. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the fiber was damaged and there was a popping sound when it was used the third time. The sound originated from the hub connection and the debris shield was changed. The procedure was completed using another fiber without patient complications. There was no injury to the operator or patient. It was noted that the debris shield was inspected prior to the procedure. Analysis of the returned fiber identified a fractured connector.